Manufacturer narrative:
The insulin pump was received with bleeding and cracked glass on the lcd board. The insulin pump had minor scratches on the lcd window.

Event description:
A customer reported via phone call indicating that the display on their insulin pump is not clear and does not respond. The patient's blood glucose level was 7 mmol/l at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump will be replaced. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.